Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately low compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of 47 and 49 mg/dl with the subject meter. However, the control solution test performed at the time of the initial call did not fall within the appropriate control solution range for this test strip lot, so this complaint is deemed reportable. There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.